Event description:
Oedema in right knee [oedema peripheral]. Pain in right knee [arthralgia]. Fluid was aspired from right knee [joint effusion]. Knee swelling [joint swelling]. Case description: spontaneous report received on (B)(6) 2011 from a wholesaler regarding a (B)(6) female pt, initials (B)(6), with knee pain, knee effusion, knee swelling and oedema in the right knee. The pt's medical history is significant for gonarthrosis in the right knee. On (B)(6) 2011, the pt received the first injection of synvisc in her right knee. On (B)(6) 2011, the pt developed knee pain and knee swelling. Synvisc treatment was permanently stopped. On (B)(6) 2011, pt had 20cc of "yellow opacity fluid" aspirated from her right knee. Also on (B)(6) 2011, the pt's symptoms were treated with betamethasone sodium phosphate (details not provided). The product lot number was not provided. At the time of this report, the outcome of the pt was unk.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.